Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 20 events were reported for this quarter. Product return status: 10 devices were received. 10 device investigation types have not yet been determined. Additional information: 20 devices were not labeled for single-use. 20 devices were not reprocessed or reused.

Event description:
This report summarizes 20 malfunction events in which the device reportedly had a decrease in pressure. 2 events had no patient involvement; no patient impact. 15 events had patient involvement; no patient impact. 3 events had insufficient information received.

Event description:
This report summarizes 20 malfunction events in which the device reportedly had a decrease in pressure. - 2 events had no patient involvement; no patient impact. - 16 events had patient involvement; no patient impact. - 2 events had insufficient information received.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 20 previously reported events are included in this follow-up record. Product return status: 17 devices were received. 3 devices were not available for evaluation.